Manufacturer narrative:
(B)(4). The sample was returned and a visual, functional and dimensional analysis was conducted. There was no crack confirmed on the returned sample, however a flow line was observed from the molding of the tube. The line is cosmetic and does not affect the product functionality. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. An update to the manufacturing inspection procedure was completed to inspect for the flow line.

Manufacturer narrative:
(B)(4).

Event description:
Prior to use, a crack was confirmed on the tube. There was no patient involvement.